Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted negative when using the simplexa covid-19 direct assay, but positive on the customer's home made test. Run files from the initial test on (B)(6) 2020 and repeat test on (B)(6) 2020 were analyzed showed one sample that was negative on (B)(6) 2020 and then detected on 1 out of 6 replicates on (B)(6) 2020 with only the s gene detected (CT = 12.4). It is noted that the rna internal control signal of this sample was detected on the initial and repeat test with a CT range = 33.0 - 33.8. All other samples tested had the rna ic detected with a CT range = 29.7 - 30.9. In addition, the curves produced were by this sample were non-sigmoidal and very wavy/noisy indicating some type of interference of both targets and the rna internal control. The customer repeated and no false negatives occurred. This is a sample specific issue only and is not confirmed. The customer did not provide the device or the issue sample for investigation. Batch record review showed the critical component, reaction (B)(4) lot# x8075n, met all qc release criteria prior to kit release. (B)(4) lot# x8075n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or (B)(4) targets. All positive controls were detected at an average CT = 28.6 (s gene) and 29.1 ((B)(4)) and the internal control avg CT = 31.8. No malfunctions occurred during qc release testing. Retain testing is no longer possible since the kit lot x8074n expired on 09/30/2020, but based on the information provided, this was a sample specific issue that is likely interfering in the detection of the covid targets. No other false negatives occurred on other patient samples tested on the same runs. The issue could not be confirmed. As stated in the instructions for use, (B)(4), "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted negative when using the simplexa covid-19 direct assay, but positive on the customer's home made test. The sample was repeated 6 times with the simplexa assay and obtained negative 5 times and positive 1 time. The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with their home made test. Initial and repeat runs were provided. Patient sample collection method was not provided.